Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to low blood glucose. The current blood glucose reading is 126 mg/dl. The paramedics were called to treat the low blood glucose. Customer was transported to hospital. The blood glucose at the time of the event was 37 mg/dl. Customer was unconscious. Customer stated that she felt anxious. Customer was experiencing low blood glucose for one week. Nothing further reported.